Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a "healthcare provider imposter" gained access to pca module with a key, "silencing the device and extracting controlled substances from the pca syringes." The event occurred 12 may 2024. Per customer, "pca pump remaining volume was 46.5ml at 5/11 at 1900. At (B)(6), the patient only used 1.2mg/ml however the remaining volume was 37ml. This volume is not correct based on how much patient used. When the bedside rns came in to do the handoff and change out the pca pump due to the discrepancy, the vtbi (volume to be infused) was reading 33.2 ml and the history showed zero attempts." The customer stated that they have inventoried all their pca keys and are "all accounted for." There was no harm to the patient was receiving the infusion. The customer is requesting the manufacturer to enhance the device by adding a "biometric security measures as a potential long term security solution."